Event description:
According to company's custoemr, two elevated accu tni results from two different patients were generated by the access instrument. The nursing staff collected both patient samples during the evening shift. Both samples were spun then refrigerated. The lab's day shift staff assayed both samples. Patient a had an accu tni results of 1.5 ng/ml. Patient b had an accu tni result of 1.8 ng/ml. Patient a and patient b's results were both reported out of the lab. Patient a had another sample collected several hours after the original sample was collected and recovered at <0.03 ng/ml for accu tni. The customer reran the original sample to verify the initial result and the accu tni result was >0.03 ng/ml. The original test result was corrected 4-6 hours after the result was released out of the lab. The customer reran patient b's sample and the accu tni result was <0.03 ng/dl. The customer indicates that they have not received any reports of injury requiring medical intervention or change to patient treatment attributed to this event.